Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter experienced a cerebrovascular accident which required hospitalization and char on the tip electrode. Prior to the procedure, a 106 error occurred on an smart touch sf catheter and the catheter was replaced with the thermocool® smart touch® sf bi-directional navigation catheter. The physician reported that a cerebral infarction occurred in a patient who had undergone ablation on (B)(6) 2023. The event occurred the day after the procedure, and the cerebral infarction was confirmed by CT (computed tomography) with noted thrombus in the brain. The patient is currently hospitalized. Required extended hospitalization. Paralysis in arm, but symptom has been disappeared. No problems on daily activities. It was noted that char was found on the thermocool® smart touch® sf bi-directional navigation catheter. The physician's opinions on the relationship between the event and the product was causal relationship to the product is unknown, but possible, because of the findings of thrombus in the brain. The physician's judgment on health hazard was non-serious (moderate/minor). Additional information was received. The system did not present any error messages nor did the physician / user see any product problem. The generator was set to power control mode, temperature cut off: 40, power: 50w, impedance cut off: 250o. The char was located on the tip electrode. No issues related to temperature or flow on the catheter. The 106 error was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The reported char issue was assessed as a MDR reportable malfunction. The adverse event issue was assessed as a MDR reportable serious injury.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31114517l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).